Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Reportedly, the customer forgot to push all of the insulin from the syringe into the cartridge so the amount of insulin that the cartridge was filled with is unclear. While troubleshooting with tandem technical support, the customer added more insulin and completed load process successfully there was no impact to the customer's blood glucose level.